Manufacturer narrative:
Unit passed the displacement test, rewind, and basic occlusion test. No motor error alarm noted. No motor position encoder error alarm noted in the alarm history screen. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, scratched case, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error two days in a row. The customer was able to rewind and the insulin pump worked fine. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.